Event description:
The event is reported as: alleged issue: one end of the jaw box broke during use. No pt injury reported.

Manufacturer narrative:
Sample received by MFR, but investigation is incomplete at time of this report.